Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that, 6 months after the dental implant was installed in intraoral region #3; its non-osseointegration was observed. Thirty two ncm of primary stability was achieved. The patient presented insufficient bone quality/quantity (bone type iii) and bone graft was executed.